Event description:
It was reported that during an open right colectomy, a tx60b was used and bleeding occurred that was over-sewn. It is unknown how much bleeding occurred. No transfusion was required. The device with a blue cartridge was used to create the anastomosis without incident. Approximately two weeks later the patient was readmitted to address a post-op bleed that was cauterized. The patient did not require a transfusion. The patient is doing well at this time. No additional information is available. Both devices were disposed of.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: what is the patient¿s current condition? What were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient¿s health/surgical outcome? Was the patient receiving blood therapy (thinners)? Where was the post-operative bleeding located? What method was used to identify the bleeding? Was the bleeding mitigated intraluminally or intraperitoneally?